Manufacturer narrative:
H.6. Investigation: one sample was provided to our quality team for investigation. The product was visually inspected, no damage or molding defects were observed on any of the samples that could have contributed to the reported issue. A device history review was performed for reported lot 2006235, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for additional evaluation. All product was visually inspected, no damage or defects was observed on any of the syringes or syringe components.

Event description:
It was reported that syringe 50ml ll plunger movement was difficult. The following information was provided by the initial reporter: complaint report from the operating block of the (B)(6) regarding the plastipak syringe 50ml luer lock. They report that the plunger has excessive friction in the cylinder and the pumps are blocked. As soon as the device is collected, we will notify you so that we can return it for inspection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll plunger movement was difficult. The following information was provided by the initial reporter: complaint report from the operating block of the ospedale dell¿angelo in mestre regarding the plastipak syringe 50ml luer lock. They report that the plunger has excessive friction in the cylinder and the pumps are blocked. As soon as the device is collected, we will notify you so that we can return it for inspection.